Event description:
A (B)(6) year old female, asa 3, mac anesthesia. S/p dual lead spinal cord stimulator trial by dr (B)(6). On (B)(6) 2020 at 1650, clinical manager- (B)(6) called to pain/fluoro room and was informed by dr (B)(6) he had inserted the catheter into spinal, inserted the lead wires to the correct level through the catheter. When removing the catheter after the leads were placed, a piece of the catheter broke off and remained at the level of t12 and l1. Dr (B)(6) believes the catheter tip remaining is posterior and was unable to dislodge the catheter piece. Dr (B)(6) ¿medical director and administrator- (B)(6) notified. At 1705, (B)(6) dpsq notified and information provided along with dr (B)(6) decision to leave catheter piece in place and when spinal surgeon places the permanent stimulator, they will remove the catheter piece at this time. At 1718 patient was transferred to pacu, vss, drowsy and no pain. Pictures of broken catheter taken and x-ray of catheter piece obtained. Dpsq informed center to keep broken catheter and clinical manager has this catheter. At 1732, dr (B)(6) informed patient of catheter piece left in place and plan for removal by spine surgeon during permanent implant. Patient awake, alert, vss, moving legs and arms and no pain. Upon post-operative phone call the following day, the patient relates no pain, or issues with ambulation, sensation or movement of lower extremities FDA safety report ID# (B)(4).